Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is unknown. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer had kidney failure and had been treating with dialysis. The customer had suffered from mini strokes in the past. Leading up to the customer's death, the customer experienced a low blood glucose event from which he did not wake up. The caller agreed to return the insulin pump, but had not yet done so since there was not a working battery in the device.